Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The pump had cracked case at display window corner and cracked display window.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 497 mg/dl. The customer treated the high readings with manual needles. The customer stated that the numbers were ramping on their own. The customer stated that the scroll bar is not moving with no input. The customer was advised that the up and down button may be stuck. The customer was advised to monitor the time display. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.